Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d4, g3, h2, h3, h4, h6. Reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues patient presents with pain, difficulty ambulating, tumor, hip failure with metallosis, tissue damage, solid cup, stem well fixed, no complications. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant products:ref 00-6250-065-25 lot 62490924 screw; ref 00-6250-065-20 lot 77002945 screw; ref 00-8752-012-36 lot 62615923 liner; ref 00-7713-017-00 lot 61459936 m/l stem; ref 00-8018-036-02 lot 62611510 head; ref 00-8757-056-01 lot 62616431 shell. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a left hip revision approximately 6 years post implantation due to pain, ambulation difficulties, elevated metal ions, and pseudotumor formation. During the revision, extensive metallosis and muscular destruction was noted. Heterotopic ossification was removed from the well-fixed shell which was left in place. The well-fixed stem was removed by osteotomy and competitor product placed. No capsular repair could be made due to the soft tissue damage. No additional information.